Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. It was reported that  that on the day of implant patient was told wasn't going to be provided with any pain medication or numbing agent of the skin was going to be used beforehand as they would be able to better know the placement. Patient said that was in severe pain and was screaming throughout the procedure. Patient said that the pain in mid-section and has a horrible feeling in the urinary area which started a few days after the implant and has been in pain for over a year and is started to affect how patient walks therefore would like to have the system removed. When asked, no falls or trauma. Patient said that the therapy hasn't ever helped only for a few minutes or hours and isn't using anymore. Patient said did make all sorts of adjustments. Patient said that has seen their primary care physician at the va and was told that patient needs to have device checked by medtronic first. When asked, patient said doesn't know the name of implanting physician. Patient requested assistance in scheduling appointment to have device checked. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.